Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found external insulation abrasion at 6.3cm to 67cm from connector pin. The damage found is consistent with friction to ICD can. The proximal coil was exposed and could produce noise when in contact with the ICD.

Event description:
It was reported that the patient received multiple inappropriate therapies due to noise on the ventricular channel. Upon explant, lead insulation damage was observed between trifurcation and connector.